Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the short stardrive screwdriver shaft (part: 314.453 / lot: 3701684) was returned for evaluation. This complaint condition was likely caused by over five (5) years of consistent use and possibly the application of excessive torque during screw insertion. However, this complaint is not likely the result of any design or manufacturing related deficiencies. A visual inspection, functional test, and drawing review were performed as part of this investigation. The short stardrive screwdriver shaft is an instrument routinely used in the 2.4mm variable angle locking compression dorsal radius plate system. The distal star-point lobes of the driver are twisted slightly around the circumference of the driver, which prevents the driver from engaging with a screw recess. The balance of the returned device is in fairly worn condition with some rounding of the distal tip of the driver. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record was performed and no ncrs were generated during production. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the sales consultant was restocking field equipment, it was noted that the tip of the screwdriver shaft would not engage the screws and would not fit into the screw head recesses. The tip of the screwdriver appeared to be torqued and twisted. There was no patient involvement. It is unknown if the screwdriver shaft was used during a procedure. Concomitant devices reported: screws (unknown part #, unknown lot # and unknown quantity). This is report 1 of 1 for (B)(4).